Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure difficulty was encountered screwing in the helix of the right ventricular (rv) lead. After several attempts the helix was "severely broken". The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.